Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The device was in good condition with no appearance of any physical damage. Event history log (ehl) showed force sensor test error. The device failed force reading of force sensor; the force sensor was out of calibration. The root cause could not be determined. Actions were taken to mitigate the reported issues: recalibrated force sensor; performed calibration on the pump and it passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump's force was out of specification. No patient injury was reported.